Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not complete at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal module electric/battery single trigger handpiece motor was running low, the battery was replaced but the motor was unaffected. The hospital made an attempt to switch the universal reciprocating saw attachment to dual trigger handpiece and it was unable to engage. Prior to removal of the saw attachment, the surgeon noticed the back end of the single trigger handpiece was warm, hence the need to change out the handpiece completely. The hospital was unsure which component was defective; therefore, are submitting both the handpiece and the attachment for further evaluation.